Event description:
The customer received a blood glucose reading of 70mg/dl on the contour meter, re-tested on a contour next link meter and the reading was 28mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer could not provide product information.

Manufacturer narrative:
The customer was not able to product information. It's not possible to determine the manufacture date without the product information.